Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) old female patient's battery pack was not charging. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not charge) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. The cause for the battery failure was isolated to mismatched battery tri-cells (0.581v, 4.439v, 4.439v). The root cause for the mismatched tri-cells could not be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.